Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated she performed magnet, normal mode, and system diagnostics on the pt and got 7/limit/high on all three. Pt denied having any trauma or accidents lately and doctor does not believe there was any manipulation of the device by the pt. X-rays were performed and sent to manufacturer for further evaluation, but site found nothing abnormal on x-rays. Pt will be seen for consult for revision surgery soon. All attempts for further information have been unsuccessful to date.